Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that four days prior the cannula to a smiths medical cleo® 90 infusion set broke off under the patient's skin. The patient reports seeking medical attention two times and has been prescribed antibiotics. Complaints of the site being reddened and scabbed over. Reported that if the cannula does not come out on its own, the patient will have to go to the emergency room to have it removed. No further adverse effects are reported.

Manufacturer narrative:
5 pictures were received for evaluation. Per the photos, the cannula appeared broken. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could cause or contribute to the field observation, no discrepancies were found. A functional test was performed on 3 samples from another lot number. The white cap of the sets were removed and the sites were inserted into an insertion pad. The inserted cannulas were twisted around and pulled from the insertion pad, none of these tests were able to reproduce the field observation as the cannula would not brake or detach. Based on the evidence, the complaint was unable to be confirmed.